Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with fever and malaise on (B)(6) 2017. The patient was admitted to the intensive care unit with shortness of breath and had a seizure. Head CT on (B)(6) 2017 revealed a subacute cerebral vascular accident (cva), likely a lacunar infarct. The device was replaced on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicates that the patient had been initially admitted to hospital with a driveline exit site infection (reported separately). His admission was complicated by the development of a suspected pump thrombus (reported separately) with subsequent pump exchange on (B)(6) 2017. A head computerized tomography (CT) scan on (B)(6) 2017 revealed a subacute cerebrovascular accident (cva); while a repeated CT scan revealed a likely lacunar infarct on (B)(6) 2017. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications, his recurrent infections and the progressive nature of his underlying condition. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received states that evaluation in the emergency room was normal, although the patient had a witnessed seizure described as tonic-clonic for one (1) minute followed by postictal confusion. The patient was given ativan and returned to baseline. A neurological consultation was performed and determined the seizure was provoked by infection and sub-acute cerebral vascular accident (cva). The patient was placed on medication for seizure prophylaxis. It was noticed that there was increasing drainage around the driveline. A head computerized tomography (CT) scan was performed and revealed a new basal ganglia hypo density. Chest x-ray was performed to rule out infiltrates and blood cultures and a twelve (12) lead EKG were performed. Vitals on arrival: blood pressure 90/52 mmhg, heart rate 77 bpm, respiratory rate 18 breaths/min, temperature 39.3 c. The patient was placed on tamiflu empirically. After preliminary results on cultures and viral panel returned negative, tamiflu was discontinued and the patient was place on antibiotics. On (B)(6) 2017 positive cultures with (B)(6) from driveline was diagnosed. Antibiotics were switched. A suggestion to remove the driveline and the ventricular assist device (vad) was given to prevent future infections. On (B)(6) 2017, the patient was taken to the operating room (or) for vad debridement and re-tunneling. Antibiotics were switched again. Cultures from the operating room debridement procedure returned positive for citrobacter and (B)(6). On (B)(6) 2017, the patient was taken again to the operating room for pump replacement. After completion of the antibiotic regimen, the patient was discharged home on (B)(6) 2017 with wound vac management twice weekly. The event was deemed related to the vad system and resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.